Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: the complaint regarding battery life was reported on (B)(6) 2018; according to the pump history the pump was in use until (b)(60 2019, therefore all black box and pump history has been overwritten due to continued use. The current black box data contains dates from (B)(6) 2019 and showed no evidence of short battery life. During testing, current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.